Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "preliminary diagnosis of intracapsular rupture, although during the surgical procedure it was confirmed that both devices were intact". As well on product field note it was reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.